Manufacturer narrative:
UDI number: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a torque limiting handle failed to limit the torque during surgery. The procedure was completed using an alternative handle. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: (B)(4). The returned torque limiting handle was evaluated by an external laboratory. The torque output was found to be within specification, therefore there were no device malfunctions found. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that a torque limiting handle failed to limit the torque during surgery. The procedure was completed using an alternative handle. There were no reported patient impacts associated with this event.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a torque limiting handle failed to limit the torque during surgery. The procedure was completed using an alternative handle. There were no reported patient impacts associated with this event.